Manufacturer narrative:
The unit has not been returned to sorin group (B)(4). The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: (B)(4)). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that after the sorin heater-cooler system 3t was returned to the customer following deep disinfection at sorin, the unit was found to be contaminated.there was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that after the sorin heater-cooler system 3t was returned to the customer following deep disinfection at sorin, the unit was found to be contaminated. There was no report of patient injury.